Event description:
Allegedly, 15 months post op patient went to the ER the first time after getting injured from riding a lime scooter (fracture point starting in the x-ray from this ER visit). 19 months post op still had pain in the tibia. 44 months post op, pain increased but was able to walk on it really well. Then, stepped in a pot hole which lead to the revision. It was a prophecy case.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Due to human error, this manufacturer report number:22060062 is a duplicated report of an event previously reported through manufacturer report number:21100101. Please void this report.